Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where in the shaft of the sheath was reported to be rough against patient¿s body. It was reported that there was resistance when they attempted to insert the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's body. The bwi representative stated that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled out of the body it was discovered upon investigation that the outer portion of the distal tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was rigid and not smooth. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. No patient consequences were reported. Rough sheath shaft is MDR-reportable. Device evaluation details: on 23-dec-2022, the product investigation was completed. Visual analysis of the returned sample revealed that the tip was observed deformed, this condition noted on the device may have been related to the customer complaint and may have appeared to have been caused by excessive force and handling applied to the device however none of those can be conclusively determined. The customer complaint was confirmed. A device history record evaluation was performed for finished device number (B)(6), and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where in the shaft of the sheath was reported to be rough against patient¿s body. It was reported that there was resistance when they attempted to insert the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's body. The bwi representative stated that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled out of the body it was discovered upon investigation that the outer portion of the distal tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was rigid and not smooth. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. Additional information was received indicating the resistance was not between devices or against vasculature. There was no alteration on the shaft surface. The soft tip had buckled/wrinkled resulting in damage to the sheath. There was no resistance with the sheath when they were trying to put the catheter/dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium or when they were trying to withdraw it from the sheath. It was unknown if the resistance resulted in any damage to dilator or the catheter. The dilator/catheter/needle was able to move within the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not able to be advanced through access site. Catheter was not inserted.